Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retention and returned products were tested with clinical negative urine, clinical negative serum, low hcg concentration serum (2miu/ml) and low hcg concentration urine (4miu/ml). All devices yielded expected negative results on all sample types at their respective read times. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined based on the information provided. From the complaint information, patient 1 sample was 8 miu/ml of hcg. The fhc-a202b is a sensitive product with cutoff of 10miu/ml hcg serum.

Event description:
It was reported that a patient, as part of a psychological evaluation on (B)(6) 2018, tested positive on the rapid test with a urine and serum sample. A new urine and serum sample was tested with both positive results. The same serum sample was sent out for beta-hcg quant with a result of 8miu/ml. An ultrasound procedure was performed the same day with a negative result. The patient had a scheduled follow-up a week later; beta-hcg quant results: 9 miu/ml. No treatment performed/withheld based on rapid test results. This file , 2027969-2019-00494, is one of two files. The second is 2027969-2019-00495.